Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Are there any future surgical intervention planned? Any medical treatment provided? If yes, please provide medicine name, strength and dose. Was there any adverse consequence associated with the patient? Please provide procedure name and date. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The suture was not absorbed resulting in suture abscesses. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 8/18/2020. Additional h6 patient code: 2199. Additional information was requested and the following was obtained: are there any future surgical intervention planned? >> no, patient is fine now. Any medical treatment provided? If yes, please provide medicine name, strength and dose. >> no, just removed the suture. Was there any adverse consequence associated with the patient? >> wound abscess. The following information was requested but unavailable: please provide procedure name and date. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.